Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash on her back from her medications. The patient reported that the device was exacerbating the patient's rash. The patient's doctor prescribed medicated soap for the irritation. Follow-up indicated that the irritation had not improved. The medical outcome of the patient is unknown.